Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. Blood was noted on the distal electrode.

Event description:
It was reported that during an implant procedure, the right atrial lead was positioned many times, but the physician was unable to achieve a pacing threshold under 3 volts and the impedances ranged from 900 to 1200 ohms. Additionally, the p waves ranged from 2 millivolts to less than 1 millivolt. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).